Manufacturer narrative:
Concomitant product: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that this was the patient's third generator change out in 3 years. The patient had had multiple devices that had not lasted the expected timeframe and they had also had other complications. The indication for use for this patient was gastric stimulation. No troubleshooting was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-08217 for premature depletion with the patient's first ins.